Manufacturer narrative:
Reportability awareness date: 03/18/2016

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-522j-(B)(4): the fiber cap exhibits drilled through condition; the fiber cap exhibits devitrification and melted glass; the directional indicator (blue arrow) is partially erased. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @ 133,103 joules of use; "21-27" minutes time expended and maximum wattage set at "100w", "forward firing" was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber @ 241,049 joules of use. Patient outcome "fine" was reported.